Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx defibrillator shock aborted. There was no reported patient impact.

Event description:
It was clarified that the heartstart mrx delivered two shocks. After the event, the customer ran opcheck which passed. The customer did not report that the device malfunctioned.